Event description:
Pt complains of decrease in size the last two years with rare pain, progressive systemic problems including arthralgias predating 2nd set, myalgias, swelling, chronic fatigue, sleep disturbances, headaches, visual disturbances, memory loss, dry eyes, hair loss, rashes, sensitive to sun/cold/chemicals, irregular EKG, weight fluctuations, easy bruising, bladder disturbances and low blood pressure. Pt hasn't related these symptoms to implants until recently and is otherwise healthy.